Manufacturer narrative:
Other serious (important medical events) - this is being reported as a serious injury (retained foreign object) due to the fractured tip of two of the four drivers being left in the head of the polyaxial screw implanted in the patient. It is important to note that no information was provided to determine which two drivers the broken tips belong to thus all four are being reported as a serious injury. Evaluation of the returned device(s) by engineering determined that the tip appears to have experienced shear ductile overload failure. Review of manufacturing history records found a total of (B)(4) pieces of lot 00145up were released for distribution on 11/24/2014 with no deviations or anomalies. A two year complaint history has revealed a trend for reports of this nature. A CAPA has been initiated for further investigation. This report is number 1 of 4 mdrs filed for the same event (reference 3005739886-2017-00057/00058/00059/00060).

Event description:
Four (4) reform drivers were broken in a case on (B)(6) 2017: two (2) 39-sp-0700, one (1) hxx-39-0001, and one (1) 39-sp-0601. The drivers were being used in a revision surgery to remove 7.5x50 screws at l5-s1. Dr (B)(6) did not re-tap in l5-s1 because 7.5 screws were removed and replaced with 8.5 screws. Other reform drivers were used from another set readily available to complete the case. Two driver tips were recovered, but he was unable to remove the other two, so they were left implanted in left l5 and right s1. This caused a delay of about 25 minutes.